Manufacturer narrative:
Batch review performed on 11 may 2021: lot 173450: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs department: femoral component (stem, head and liner) revision performed 2 years and 4 months after primary cementless total hip arthroplasty in an elderly man ((B)(6) year old). Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision of femoral stem due to aseptic loosening 2 years and 4 months after primary surgery on an active patient that underwent osteotomies of the femur in the past due to dysplasia. The stem was found grossly loose and exchanged to quadra r. Liner was also exchanged to convertor and dual mobility as of surgeon preference for the revision case.